Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The cuff size was too large. Previous 4.5 cuff was too large, so it was downsized to a 4.0 cuff, the physician did a flexible cystoscope at the end of the case and the cuff coopted. There were no additional patient complications reported.